Event description:
It was reported that the customer was hospitalized for high blood glucose. The customer's most recent glucose reading was 202 mg/dl. It was stated that the customer was experiencing unexplained high blood glucose in the past. It was stated that the customer did not try to change the infusion set to solve the issue. It was stated that the last infusion set change was on (B)(6) 2011. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.